Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited p-waves varying from 0.2 - 0.5 mv and loss of atrial capture. The lead was repositioned.